Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400 mg/dl and that it may be due to the infusion set. Customer indicated that there may be air bubbles and a leak between the tubing connector and the reservoir. Customer declined to troubleshoot for the air bubbles and indicated that they will treat with a manual injection.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking test and no air bubbles or leaks were noted.